Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised enduser advised the bed raised and then lowers down and then stops and then drops down three more inches.